Event description:
The site was running two independent laboratory tests using different instruments, and both results were processed in the flexilab general laboratory system (genlab) under the same accession number. The result of each were reviewed individually and found to be accurate, but after performing the autofiling function the client noticed that the results of the first test (potassium) had been overwritten by those of the second (ptt). No pt harm related to the issue was reported. This report does not relate in any way to the function of the sunquest blood bank/blood donor product.